Event description:
It was reported that a patient was in surgery to remove soft mesh that was placed six days prior. The mesh reported to have adhered to the bowel and caused a bowel obstruction. Rn stated "there was nothing wrong with the mesh".

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if the product is returned for evaluation or additional information becomes available.